Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Non-conformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that during the procedure when removing the sheath, the plastic disc fell off into the insertion site. No patient injury.